Manufacturer narrative:
(B)(4). Reported event was able to be confirmed upon review of medical records received. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
Concomitant therapy date: (B)(6) 2015. Concomitant medical product -biomet m2a femoral stem catalog #: x181314 lot # 306760, biomet m2a acetabular cup catalog#: us157856 lot#: 914110, biomet m2a taper adapter catalog #: 139256 lot#: 382910

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately eight years post-implantation due to pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a left hip revision procedure approximately eight years post-implantation due to metallosis with inflammatory tissue and fluid collection. During the procedure, the femoral head was removed and replaced, and a liner was also implanted.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately eight years post-implantation due to pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.